Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding and patient condition could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 22dec2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a slow decrease in hemoglobin and hematocrit with concurrent decrease in platelet counts while still admitted for the initial left ventricular assist device implant procedure. On (B)(6) 2022, platelets were 94 k/ul and on (B)(6) 2022 platelets were 73 k/ul. The patient tested positive for heparin-induced thrombocytopenia on (B)(6) 2022 and was switched to bivalirudin for 11 days. By (B)(6) 2022, platelet levels increased to 130 k/ul and on (B)(6) 2022 platelet levels were 170 k/ul. Platelets normalized and were elevated above 450 u/l by (B)(6) 2022. The patient began transitioning to coumadin on (B)(6) 2022. On (B)(6) 2022, the patient experienced an intermittent right nostril nosebleed. The bleed was treated with oxymetazoline (afrin) spray. The bleed resolved by (B)(6) 2022. Prothrombin time ranged from 21.6-23.9. International normalized ratio (inr) was at subtherapeutic at 1.89. Partial thromboplastin times (ptts) was at 48 seconds. The patient was discharged on (B)(6) 2022.

Event description:
It was additionally reported that on 08mar2022, the patient was placed on unfractionated heparin. On (B)(6) 2022, the patient had a blood transfusion with 1 unit of packed red blood cells due to acute blood loss anemia. Th anemia was thought to be secondary to the implant procedure. The patient's transfusion occurred after their chest tubes were removed. The patient's hemoglobin levels ranged from 6.4 to 8.3 g/dl for 11 days post transfusion and returned to the same level as their day of implant, 9.1 g/dl until 22mar2022. The patient's hemoglobin did not fully return to baseline until 29apr2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Leukocytosis was identified in the patient's labs, but no infectious component was identified, and leukocytosis resolved by (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding, thrombocytopenia, and leukocytosis could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This section also notes that the heartmate 3 left ventricular assist system is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. Additionally, the IFU provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.